Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock and pacing lead measurements. Shock lead impedances measured greater than 200 ohms and pacing impedance measurements measured greater than 3,000 ohms. Additionally, there was observations of noise. It was suspected that the lead was fractured. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.